Event description:
It was reported that while using night aligners, the patient reached the end of treatment is not satisfied with the end result, noting the right-side bite does not connect teeth until the very last molars. Also, the bottom teeth are curved now and do not line up with the top.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.